Event description:
It was reported that the customer experienced ongoing elevated and low blood glucose (bg) levels due to customer¿s settings requiring adjustments. Customer's bg levels ranged from 34 mg/dl to being displayed as "high", where a specific value was not provided. To address low bg, the customer consumed carbohydrates and to address high bg, the customer administered a manual injection. Customer updated their pump settings to address the events.